Event description:
It was reported to nova biomedical that a consumer received a result of "lo" (less than 20 mg/dl) on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 80 mg/dl. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity while on the line and the test strips was determined to be in range. The difference in the consumer's readings was determined to be clinically significant. The meter will not be returned for eval and the test strips were used up.